Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they had the implant the rep set them to program 1 at 0.4 volts. Later that night they didn't realize they had to have the phone on. They said it was on program 2 at 0.8 volts, it was in the middle of the night, but they didn't recall hitting anything. They kept having accidents and bursts of leakage. They didn't know how they got to program 2.  The day after surgery and that evening they had been like that; they had to change their clothes. The patient wanted to go back to program 1 and  they were walked through changing their settings. They successfully changed to program 1 and increased the stimulation to 1.0 volts. They were told to monitor symptoms for a couple of days and if they don't improve, follow-up with their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.